Event description:
It was reported that the pump "does not alarm on upstream occlusion" (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. An upstream occlusion test was performed per the sigma preventive maintenance procedure with the unit passing. The unit also passed additional upstream occlusion tests. No malfunction could be identified. At this time, the date of event is unk.